Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source is giving an e100 error. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was returned for evaluation and the e100 error was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, the error code (e100) occurred due to a faulty main board. Olympus will continue to monitor field performance for this device.